Event description:
It was reported that a cardiac perforation and pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was) and a versacross connect laac access solution system. Prior to the commencement of the procedure a baseline trivial pericardial effusion around the ventricles was identified. The transeptal puncture was performed and the versacross wire was advanced into in the laa. The operator manipulated the versacross wire in an attempt to reposition it into the left pulmonary vein but was unable to visualize the location of the wire via echocardiogram. It was noted the baseline pericardial effusion had grown in size and the patient became hypotensive. A pericardiocentesis was performed and 120cc of blood was removed from the pericardium. The was withdrawn to the right atrium and the versacross wire remained in the left atrium. The pericardial effusion worsened and a second pericardiocentesis was performed. A blood transfusion was administered; the patient went into cardiac tamponade with low ejection fraction. Cardiopulmonary resuscitation was performed, the laa closure procedure was aborted, and the patient was transferred to the operating room. The cardiac perforation resolved without intervention and an additional 80cc of pericardial fluid was drained. The patient remained hospitalized overnight for recovery and was discharged two days post index procedure.